Event description:
It was reported to boston scientific corporation that a radial jaw 3 hot was used during a biopsy procedure in early 2007 (patient gender, age, and weight are unknown). According to the complainant, during procedure when opening the forceps, "a small metal shaving fell from the [forceps] inside the patient. It was retrieved with the same [forceps]." Another radial jaw hot biopsy forceps was used to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
A visual and functional inspection of the returned radial jaw hot biopsy forceps device revealed no anomalies. The piece of the metal shaving was also returned. The piece of metal shaving and coil samples were sent to the sem lab for analysis in order to determine if the materials were the same. Laboratory results concluded that the metal shaving was not a piece of the device components. The cause of the reported malfunction cannot be determined.